Event description:
The customer reported experiencing high blood glucose lately. The customer mentioned that she is in the hospital for unrelated diabetes issues. The customer stated that insulin was leaking into the reservoir compartment. She mentioned that the insulin pump had a crack near bottom of the reservoir window. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.